Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, cord reel was found to be tangled. Rerouted power cord to resolve reported issue.calibrations, functional testing, and safety testing all passed per factory specifications.device returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) cord would not retract.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) cord would not retract. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a